Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a leak inside the unit. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the routine check, replaced he reservoir, and pim for final repair of system and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations complete initial reporter name and address: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak inside the unit. There was no patient involvement.